Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri). On interrogation it was noted that in the past charge time had exceeded thresholds, and there had been an alert for charge circuit timeout. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Destructive analysis could not be performed due to legal restrictions. The device met the expected longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.